Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6) unknown when non-union actually occurred. Additional product code: hwc. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was required due to a nonunion of the patient&#38112;right clavicle. The original surgery took place on (B)(6) 2015 due to an unspecified event that created the nonunion of the patients' right clavicle. Upon the completion of the initial surgery it was determined by unspecified measures that the initial console did not hold the bone intact. A revision surgery was performed to remove and replace the original console to correct the nonunion. The revision surgery was completed successfully without any delays in surgery or ill-affects suffered by the patient. X-rays will not be made available. This complaint involves eight parts. This report is 2 of 8 for (B)(4).